Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the physician¿s office for a device check where noise was noted on the rv lead. The noise was reproducible with pocket manipulation. The physician elected to replace the rv lead. A snare tool was used to remove the tip of the rv lead, which broke off in the heart. The lead was capped and replaced and the procedure was completed successfully without adverse consequence to the patient. The lead will not be returned for analysis.